Manufacturer narrative:
Other text: evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The pump was noisy. The enclosure was stained and marked. Both covers were cracked, and the line cord was worn. The investigator filled the tank with water, plugged in the line cord, attached a temperature fixture, and turned on the power switch. The customer reported product problem (failure of the over temperature alarm/failed electrical safety) was not confirmed during testing. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pump, enclosure, covers, and line cord were replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 during testing failed over temp alarm, check disposable test failed, failed electrical safety. No patient adverse events occurred, as bench testing was being done.